Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the shock channel, and out of range shock impedance measurements of greater than 125 ohms, exhibited by this implantable defibrillation lead. There was no delay in critical therapy and no reported adverse patient effects. A revision procedure was performed, where a loose distal set screw for df-1 was discovered. The set screw was tightened, and all measurements were normal.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device remained in-service for over five more years and then was explanted for normal battery depletion and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.